Event description:
A surgical wound dehiscence was reported following a laparoscopic procedure. No intervention was required.

Manufacturer narrative:
Surgical adhesive had been used to close a laparoscopic incision. It was reported that a dehiscence of the incision occurred post-operatively. The facility declined to report the age and/or sex of the pt but indicated the pt was a 'baby'. No medical/surgical intervention was initiated as a result of the incident. The facility reported that no serious injury resulted. It is not known how many days post-op it was when the incident occurred. There is no sample to evaluate; no lot number was reported. It is not known if the adhesive was allowed to sufficiently dry after application.